Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as bleeding and burning around the patch area. There was no alleged device malfunction contributing to the open wound. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the wound is unknown.